Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
The customer¿s wife reported via phone call the insulin pump had motor error alarm. The customer¿s blood glucose level was 192 mg/dl. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was able to complete rewind and able to clear the alarm. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.